Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample for elecsys hcg + beta test system (hcg+b) and progesterone on the cobas e 411 immunoassay analyzer (e411). Based upon the information provided, only the hcg+b results are reportable as a malfunction. All results are in units of miu/ml, and all were released outside of the laboratory. The initial result was < 0.100 with a data flag. On (B)(6) 2017, a new sample was drawn which yielded a result of 101.1 with a data flag. The initial sample was then repeated with a result of 77.33 with a data flag. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 179825; the expiration date was not provided. The calibration reagents were expired when used on the date of the event. Calibration signals are low. The customer does not perform quality controls regularly, and qc was not performed on the date of the event. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root causes for the non-reproducible false low result are pre-analytical issues due to poor sample quality, and instrument issues or insufficient instrument maintenance. Sample draw volume and centrifugation speed was likely too low. The sample was grossly hemolyzed and dark red, indicating poor sample quality and reduced ability to check for clots. The instrument alarm log shows several alarms for liquid level detection and sample clots.